Event description:
The customer (biomedical engineer) reported that their device was able to charge defibrillation energy but could not deliver the defibrillation energy. This reportedly occurred during testing and was not patient related. Additionally, the customer indicated that upon evaluation of the device, the screen was frozen.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported issues. Physio replaced the flex cable assembly connecting the user interface pcb assembly to the pcb stack, as a precaution, and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause of the reported issue could not be determined.